Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the unit did not perform vessel sealing. No patient injury occurred, and a new device of the same type was used to complete the procedure.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 04/03/2016. Date of follow-up report: 06/21/2016. One used lf4318 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the used device found no defects. The device was tested on simulated tissue medium as well as porcine kidney tissue, with multiple seals on vessels of various sizes and pressing different locations on the activation button. All seals were completed successfully and end tones were heard each time indicating completed activation cycles. A review of the device history records for this lot found no potentially contributing entries.